Manufacturer narrative:
A biomérieux internal investigation was conducted in response to the customer complaint of a connectivity issue in association with the myla® system v4.7.1 (ref. 4700384) and the customer¿s lis. Biomérieux was able to recreate the customer issue while performing in house testing. Bioméreiux investigation identified that the request from the lis (with the specimen ID and the bottle ID) and the "bottle loaded" message from the bact/alert® instrument (with only the bottle ID) were processed at the same time by myla®. This caused the bottle ID to be registered twice in the myla® database. The duplicated bottle ID in the database then caused all subsequent messages processed afterward by myla® to fail. A review of customer complaints for myla® connectivity issues was completed and did not identify a trend.

Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of a connectivity issue in association with the myla® system (ref. 4700384). The customer stated that a patient bottle art44y2h was loaded into the virtuo® system on (B)(6) 2019, this bottle was identified as negative by the virtuo instrument on (B)(6) 2019. On (B)(6) 2019 the customer searched for bottle art44y2h on the virtuo instrument, and found the bottle was already identified as negative and unloaded on (B)(6) 2019 but still appeared as in progress status in myla. The customer stated the myla system connectivity issue caused delayed reporting of the negative result by two (2) days. Although there was a confirmed delay >24 hours in reporting results to the treating physician, there is no indication or report from the laboratory that the delay led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.